Event description:
The pt rec'd two trial leads (with the same lot number) on (B)(6) 2011. It was reported the pt had accidentally pulled her trial leads out on (B)(6) 2011. The pt reported a clear fluid leaking out of the site. The pt reported she felt well. The pt was instructed to go to the emergency room with any issues. Attempts to contact the pt have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.